Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the mid diagonal coronary artery. A 2.50x8mm xience prox rx stent delivery system (sds) was prepped per the instructions for use without any issues noted and advanced to the target lesion without any resistance noted. An attempt was made to deploy the stent by inflating the balloon with a non-abbott inflation device but the balloon completely failed to inflate. The sds was withdrawn from the patient anatomy. Outside the patient anatomy, another attempt was made to inflate the balloon but was unsuccessful and there was not even partial inflation. No leak was noted. It was not possible to put any pressure on the balloon. No balloon rupture was visible. A new same size xience pro sds was advanced and the same non-abbott inflation device was used to successfully deploy the stent to treat the lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us. However, it is similar to a device sold in the us.